Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the item was replaced, and there was no material missing or detached from the instrument at the distal end. There were no broken or damaged cables. The customer did not attempt to move the instrument to see if it worked. No tissue was caught in the instrument. When the instrument was returned, it only had a repair tag with no explanation.